Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient presented to the emergency room due to syncope. A device interrogation revealed that the left ventricular lead exhibited episodes of noise. Further information was requested but not received.